Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: foreign matter in drip chamber of pump set.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one unused sample in open packaging was provided for evaluation. Upon visual inspection of the photograph, it was noted the drip chamber had black specs possibly embedded. The sample was evaluated and confirmed the presence of specs noted on the picture. The received sample was shipped to the supplier for evaluation. Based on the data from the investigation, the reported defect was confirmed. The foreign matter on the drip chamber was likely due to embedded contamination from degraded or burned material or trapped gases during molding. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The DHR review found no nonconformities, with all test results, process parameters, and operations within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.